Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a bleeding pressure ulcer under the therapy pad of the lifevest equipment. There was no alleged device malfunction contributing to the irritation. It was reported that the patient went to the hospital and was put on IV antibiotics for the sores. The patient received daily dressing changes to the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.